Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision surgery was performed. However, the reason for the revision is unknown. The requested x-rays and surgical reports have not been received, therefore no further assessment can be provided at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a legion revision surgery was performed. The reason for the revision surgery is unknown, the insert was revised and explanted, but it is unknown if any other device was also explanted during surgery.